Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: united kingdom.

Event description:
It was reported that the ratchet mechanism was not working. The issue with this skin mesher was noted prior to use by one of the theatre scrub team who was unable to fully attach the handle to the ratchet mechanism. The shaft that the handle attaches to, appears to be worn and the end appears to have rounded off. There was no impact to the case or the patient as another mesher was available for use. Due diligence is in progress. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: a1, b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined that the device passed the mesh test. The ratchet did not work. The ratchet gear and ball detents were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.